Event description:
It was reported that: the patient states that she has been having pain and discomfort in her lower back and hip for a long time. Her pain began approximately seven months after the surgery in 2010 and continues to the present. She had an MRI of her back in september 2012 which indicated some arthritis in her back. The patient received cortisone injections in her spine for the pain on (B)(6) 2012. At that time, the doctor stated that he believed the source of her pain is her hip and not her back. The implant site is very sore to the touch but is not swollen. She states that her pain is not debilitating. She is more aware of the pain when she attempts to lay on it. Sometimes she has trouble sleeping because of the discomfort. She states that applying heat to her hip helps the pain. She also states that she has had both knees replaced. The patient is scheduling an appointment with her surgeon for blood work and follow-up. Update: "it was reported that the patient has pain in the groin area." The patient was revised due to high cobalt levels and patient discomfort. Right rejuvenate hip revised."

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock met specifications. The complaint history review indicated that there have been similar events for the reported family. The event was confirmed. A voluntary recall ra (B)(4) was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.